Event description:
It was reported that the customer's insulin pump had a crack on the battery compartment. The customer's blood glucose level was 195 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit had constant motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test due to motor error alarm. Unit had cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.